Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the treating doctor considered the event was life threatening and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of gastrointestinal symptoms [upset stomach, diarrhea, vomiting and weight loss (22 pounds)]. The patient reported being hospitalized due to the reported symptoms. It is unknown if medication was taken or was prescribed to alleviate the reported symptoms. It is unknown if the treatment was stopped or if the patient is still wearing the invisalign system aligners. The treating doctor considered the event was serious and potentially life threatening to the patient.

Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the treating doctor considered the event was life threatening and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of gastrointestinal symptoms, upset stomach, weight loss (22 pounds, stomach issues, indigestion, nausea, vomiting, diarrhea, brb (bright red blood) in stool, abdominal pain and dehydration. The patient reported being transferred to the hospital by ambulance and was seen by two medical doctors, due to the reported symptoms. The patient reported being prescribed vancomycin hc capsule (antibiotic) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patinet is currently asymptomatic. The treating doctor still considers the event was serious and potentially life threatening to the patient.